Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the current right atrial (ra) lead is "disconnected"and the lead had impedance is high. The lead remains in use. It was also reported that the previous right atrial (ra) and right ventricular (rv) epicardial leads had failed. The leads were inactivated and later explanted. No patient complications have been reported as a result of this event.